Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. Unrelated to this issue, the audio bolus button cover was missing from the pump; the audio bolus button was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/04/2016.